Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, belt clip slot, battery tube threads and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer stated that she was running an investigation and checked her blood glucose it was 97 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.